Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill continued to operate when the trigger was no longer activated. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was available so the procedure was not cancelled or delayed, due to this event. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the MFR, however, the complaint could not be replicated. Internal components were evaluated and the pins of the motor assembly were severely burnt and corroded. This condition has been identified as a potential cause for the drill to continue running when the trigger is no longer activated. The motor assembly was replaced and the device was returned to the customer.